Event description:
This case was initially received via regulatory authority ansm - heath authorities in (B)(6) (reference number: (B)(4)) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("major pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two tubal inserts on left". The patient's past medical history included multiparous, parity 3, spontaneous abortion, foetal demise and iodine allergy. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("generalised joint pain"), myalgia ("generalised muscle pain in legs, arms and back"), urticaria ("urticaria"), pruritus generalised ("generalised itching"), gastric disorder ("gastric disturbances"), bladder pain ("bladder pain"), adenomyosis ("adenomyosis"), allergy to metals ("allergy to nickel") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, myalgia and abdominal pain had resolved and the arthralgia, urticaria, pruritus generalised, gastric disorder, bladder pain, adenomyosis and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, allergy to metals, arthralgia, bladder pain, gastric disorder, myalgia, pelvic pain, pruritus generalised and urticaria with essure. The reporter commented: essure was placed under nitrous oxide on (B)(6) 2015 (right side). Failure of placement on left in (B)(6) 2016, second attempt at placement of essure. Failure of placement on left on (B)(6) 2016; placement of bilateral tubal clips under general anaesthetic on (B)(6) 2017. Total hysterectomy and laparoscopic bilateral salpingectomy due to pelvic pain after tubal sterilisation with essure, then bilateral clips and adenomyosis. Diagnostic results: pelvic x-ray: two tubal inserts on left, one tubal insert on right, one clip on right and one on left. Further company follow-up with the regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced major pelvic pain. The consumer was submitted to a total hysterectomy and laparoscopic bilateral salpingectomy 1 year and 6 months after essure insertion and recovered from the pain. Pelvic pain is anticipated according to the reference safety information for essure. Other non-serious events were also reported. Considering that essure therapy may cause pelvic pain and considering that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical device removal was required. A product technical analysis is being sought. Further company follow-up is not possible.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) - heath authorities in (B)(6) (reference number: (B)(4)) on 02-may-2017. The most recent information was received on 21-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("major pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two tubal inserts on left". The patient's past medical history included multi gravida, parity 3, spontaneous abortion, intra-uterine death and iodine allergy. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("generalised joint pain"), myalgia ("generalised muscle pain in legs, arms and back"), urticaria ("urticaria"), pruritus generalised ("generalised itching"), gastric disorder ("gastric disturbances"), bladder pain ("bladder pain"), adenomyosis ("adenomyosis"), allergy to metals ("allergy to nickel") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, myalgia and abdominal pain had resolved and the arthralgia, urticaria, pruritus generalised, gastric disorder, bladder pain, adenomyosis and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, allergy to metals, arthralgia, bladder pain, gastric disorder, myalgia, pelvic pain, pruritus generalised and urticaria with essure. The reporter commented: essure was placed under nitrous oxide on (B)(6) 2015 (right side). Failure of placement on left in (B)(6) 2016, second attempt at placement of essure. Failure of placement on left on (B)(6) 2016; placement of bilateral tubal clips under general anaesthetic on (B)(6) 2017. Total hysterectomy and laparoscopic bilateral salpingectomy due to pelvic pain after tubal sterilisation with essure, then bilateral clips and adenomyosis. Diagnostic results: pelvic x-ray: two tubal inserts on left, one tubal insert on right, one clip on right and one on left. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2.927 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.